Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking device with biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the ercp procedure, while advancing an unknown device through the rx locking device biopsy cap, the foam sponge in the middle of the biopsy cap became dislodged. The foam sponge became lodged within the pentax ercp scope. The ercp scope was removed from the patient, and the foam sponge was removed from the scope; it is unknown what device was used to remove the foam sponge. There was no damage to the scope. The patient was rescoped, and the procedure was completed using a pentax scope biopsy cap. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.